Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, minor scratches, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump had a crack at the top of the battery casing on the battery lip where the cap connects with the insulin pump. The most recent blood glucose reading was 181 mg/dl. The customer declined troubleshooting for a no delivery alarm that occurred. She stated that the physical damage to the device was caused over time, possibly due to overtightening the battery cap during normal use. She noted that there was one major crack observed, along with a few other small cracks. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.